Event description:
The event is reported as: complaint alleges: a clip got stuck in the jaws and did not detached from the jaws. This problem occurred during testing the device prior to use. No patient injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.